Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance, inflation: indeflator, guide cath: jr4. The device was returned for evaluation and the reported leak could not be confirmed due to the condition of the returned device. The separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the left anterior descending (lad) artery, the rx trek balloon catheter was advanced over a balance guide wire and the vessel dilated once. Upon an attempt to inflate and dilate the vessel a second time, as the pressure was increased, a `sizzling' sound was heard at the location of a pressure leak. The inflation attempt was discontinued and the balloon catheter hub fell off the end. The device was carefully removed from the anatomy without incident. A non-abbott balloon catheter was used to complete the procedure. It was noted a xience stent was used to treat the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.